Event description:
It was reported that after insertion of the cross-pin, the surgeon removed the inserter and the pin was broken. It was reported that half of the pin remains in the pt and that the surgeon is concerned about fixation. Pt has normal bone quality. The surgeon has used the cross pin approximately 30 times per year for 7 years. All the proper instrumentation was used. The appropriate cross pin acl instrumentation was used to drill the femoral tunnel, transtib technique. The correct temp and fluted reamer was used. A biosteon insertion pin was used and the guide pins were not bent. There were no issues in sliding the biosteon insertion pin into the joint and the tunnel and graft diameters were both 7mm. The graft was secure. No back up screw was in the femoral tunnel to ensure fixation.

Manufacturer narrative:
Suspected root cause: the diameter tunnel is possibly too large. The info provided seems to suggest that the root cause is possibly a loose fit in the transverse drill hole. This would facilitate 'toggling', hence the proximal end would have the scope for more movement during insertion.